Manufacturer narrative:
Concomitant medical products:¿ product ID 97755 lot# serial# (B)(4), implanted: explanted: product type recharger the recharger (serial#(B)(4), was scrapped after failing at plexus and bench testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was still having difficulty recharging. The rep reported that the cord on the recharger rtm seems loose. A replacement was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was difficulty recharging. It was reported there were issues with establishing communication. The manufacturer's representative (rep) believed the rtm or controller should be replaced. Patient indicated it helped to hold controller off to the side. The rep has not met with the patient since (B)(6) 2018 but believed there were no pocket changes. Could not troubleshoot due to lack of access to product. Additional information was received from the patient. Patient reported the controller took about 8 tries to connect. Patient stated it was saying "no device found". Pss reviewed not to press "try again" and press "recharge" instead. Patient got to passive recharge mode. Patient stated she had seen those numbers on the controller before; it had been going on for about 3 months. Pss had patient use the controller on the call and patient went through 5 cycles of passive recharge mode. Patient was finally able to get to normal recharging screen. It was reviewed that no replacement was needed. Patient mentioned she charges twice a day. Patient stated the issues happen more in the morning. It was reported sometimes her ins was in orange zone, sometimes 20-30%. Rep gave her 3 programs last november to try. Patient talked to the rep about charging twice a day in august and the rep said she would not get a good pain relief otherwise. No symptoms reported. No further complications were reported/anticipated.